Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a line in the controller¿s display screen was confirmed via the testing of the controller. The returned system controller (serial number (B)(6) was observed to have a white line on its screen upon being connected to power. The system controller was functionally tested and was found to perform as intended throughout all testing despite the white line. The line in the display is due to a thin film transistor being shorted, and the issue was narrowed down to the screen itself. The provided log file did not capture any atypical events on the reported event date of 02jul2024, and the system operated as intended throughout the data. The root cause of the reported event was unable to be conclusively determined through this analysis. Superficial jacket damage on white cable jacket and fluid ingress within both power cables was also found during the investigation. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller display lost some lines on it. The system controller was replaced with a new unit.